Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event.

Event description:
Edwards received additional information through follow-up with the health care provider. Per obtained medical records, the patient was admitted to the hospital with congestive heart failure, complaints of orthopnea, symptoms of increased fatigue, and dyspnea with minimal activity. The tavr was successfully performed with a 23 mm transcatheter valve. The patient tolerated the procedure well and was discharged in stable condition on post-operative day two.

Manufacturer narrative:
Corrected data: pt identifier, relevant tests/lab data, other relevant history.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that eleven (11) years, four (4) months post-implantation of this 23 mm bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to aortic stenosis. A 23 mm transcatheter valve was successfully implanted with no reported complications. The patient is reported to be doing well.